Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 14 inappropriate shocks (ias) for atrial fibrillation (af) with rapid ventricular response (rvr). Medication was given to treat af. Patient was continued to be monitored. Device remains in service. No additional adverse patient effects were reported.